Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not able to acquire an ECG signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The r781 resistor was likely damaged while the patient was externally defibrillated while wearing the lifevest. The lifevest is not defibrillator proof and is to be removed prior to delivering external defibrillations. This is documented in the device labeling. Once the r781 resistor was replaced, the monitor was found to be fully functional and able to detect an arrhythmia and deliver treatment pulses. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4): 9/12/2012, electrode belt sn (B)(4): 9/12/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received 13 defibrillation shocks from the lifevest. The patient was at home and lost consciousness when the event began, and was taken to the hospital by ems during the event. The first treatment was delivered at 19:07:38 on (B)(6) 2017. The rhythm at the time of the treatment was ventricular tachycardia (vt) at 250 bpm. The post-shock rhythm was bradycardia at 50 bpm. The second treatment was delivered at 19:08:23 while the patient's rhythm was bradycardia at 50 bpm. Multiple counting of tall t-waves contributed to the false detection. The post-shock rhythm was accelerated idioventricular at 95 bpm. The third treatment was delivered at 19:10:50 when the patient was in atrial fibrillation (af) at 75 bpm. Multiple counting of tall t-waves contributed to the false detection. The post-shock rhythm was af at 120 bpm. Treatment four was delivered at 19:12:15 while the patient was in supraventricular tachycardia at 200 bpm. The rapid rate above the treatment threshold contributed to the false detection. The post-shock rhythm was af at 165 bpm with non-sustained ventricular tachycardia (nsvt). The fifth treatment was delivered at 19:13:12. The patent's rhythm at the time of the treatment was vt at 285 bpm. The post-shock rhythm was ventricular fibrillation (vf). Treatment six was delivered at 19:13:43 when the patient's rhythm was vf. The post-shock rhythm was af with reciprocal vf. The seventh treatment was delivered at 19:14:14. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was also vf. Treatment eight was delivered at 19:14:48 while the patient's rhythm was vf. The post-shock rhythm was bradycardia at 55 bpm. Treatment nine was delivered at 19:16:59 while the patient's rhythm was af with rapid response at 235 bpm. The rapid rate above the treatment threshold contributed to the false detection. The post-shock rhythm was vf. The final four treatments were delivered between 19:17:33 and 19:18:49 while the patient was in vf. The post-shock rhythm for all four treatments was also vf. At 19:22:26, a non-treatable rhythm was declared. From 19:22:27 to 20:27:04, the patient received eight non-lifevest defibrillations while wearing the lifevest. The first non-lifevest shock was delivered at 19:22:50 while the patient was in vf for 16 seconds. The post-shock rhythm was CPR artifact. The second non-lifevest shock was delivered at 19:26:26 while the patient was in vf for 30 seconds. The post-shock rhythm was CPR artifact. The third non-lifevest shock was delivered at 19:29:32 when the patient was in vf for 28 seconds. The post-shock rhythm was CPR artifact. The fourth non-lifevest defibrillation was delivered at 19:34:10 when the patient was in vf with CPR artifact for 3 seconds. The post-shock rhythm was CPR artifact. The fifth non-lifevest shock was delivered at 19:36:36 while the patient was in vf with CPR artifact for 2 seconds. The post-shock rhythm was CPR artifact. The patient was in vf with CPR artifact for 3 seconds when the sixth non-lifevest shock was delivered at 19:42:36. The patient was in vf for 60 seconds when the seventh non-lifevest shock was delivered at 20:27:04. The post-shock rhythm was vf with CPR artifact. The eighth and final non-lifevest defibrillation was delivered when the patient was in vf with CPR artifact for 44 seconds at 20:29:52. The post-shock rhythm was CPR artifact. At 21:00:05, an idioventricular rhythm at 40 bpm was seen. The rhythm degraded to asystole at 21:00:33. The patient passed away on (B)(6) 2017. At the time of the first non-lifevest defibrillation, the patient had only been in a treatable rhythm for 16 seconds. The external defibrillation was administered before the lifevest was able to deliver the 14th treatment. The patient's monitor was returned and found to have an open r781 resistor. The r781 resistor is the driven ground resistor. The open resistor is consistent with damage that is sustained when a patient is externally defibrillated while wearing the lifevest. The open resistor prevented the monitor from acquiring the ECG rhythm. This in turn prevented the detection of the underlying ventricular fibrillation (vf) arrhythmia. As a result, the lifevest did not provide a defibrillation shock. The lifevest is not defibrillator proof and is to be removed prior to delivering external defibrillations. This is documented in the device labeling. Once the r781 resistor was replaced, the monitor was found to be fully functional and able to detect an arrhythmia and deliver the treatment pulses. The patient's electrode belt was returned and found to be fully functional.